Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place. Please note that the date of event indicated is approximate (the event occurred in february, though the exact date is unknown.